Event description:
Healthcare professional reported that customer's insulin pump was delivering too much insulin. Company representative attempted to contact customer, and customer was not able to talk at the moment due to picking up children. Customer would call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.